Manufacturer narrative:
According to the complainant the device was discarded and will not be returned for investigation. It was reported that the adhesive pad was not secure after swimming and the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 5 and 24 hours on the leg. It was noted that the adhesive pad was not secure after swimming, and the cannula dislodged from the site. Symptoms reported include lethargic, cranky and out of sorts. Hyperglycemia treated with a new pod and therefore medical treatment was not needed or provided. Pod was removed at the hospital and discarded. Patient was discharged the same day.